Manufacturer narrative:
Investigation into this event found that the reagent pack the user was using was giving positively biased results. The reagent lot in question had recently been received and calibrated by the laboratory. The user had first calibrated the reagent in 2008, and post calibration results were elevated and outside of acceptable limits. The user discarded the suspect reagent pack and successfully calibrated another pack from the same lot. On two days later, the customer again recovered qc results outside of acceptable ranges. The customer removed the pack and replaced it with an alternate lot which gave acceptable qc results. Repeat of three patient samples that had been run with the suspect lot/reagent pack gave significantly lower results with the alternate lot and were deemed by the laboratory to be correct. There was no report of patient harm as a result of this incident. The root cause of the event is undetermined, but the investigation has concluded that the suspect product was most likely compromised during shipping. The customer was sent replacement product of the same lot as the suspect product and it has performed acceptably.

Event description:
A customer observed negatively biased qc and patient results using vitros vanc reagent on a vitros 5,1 fs chemistry analyzer. Pt results were reported during the time of the event; however, there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc.